Manufacturer narrative:
During inspection and testing, service found the front panel keys were not functioning due to a faulty circuit board. In addition, the power switch was deformed and the video connector was loose which caused lines to appear in the image intermittently. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the device had not been used for some time and requested evaluation by olympus prior to use in a newly opened facility. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the front panel switches were not functioning. This report is being submitted for the malfunction found during evaluation (non-functional switches). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to faulty front panel interfered the proper functioning. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.